Event description:
(B)(4). Initial report for this spontaneous case was reported by a member of a physician's office staff on (B)(6) 2007: a (B)(6) female patient initiated treatment with poly-l-lactic acid (sculptra) injections 3 weeks ago for acne scarring. One week after her injections, she developed a small lump on her chin where she was injected and the physician advised her to keep massaging the area. The patient reported that the lump on her chin has been growing. She stated that there is excessive swelling; it is swollen up to her bottom lip. Due to the swelling, it feels weird to put a cup up to her lip so it is difficult for her to drink fluids. She stated that the lump is reddish/purplish in color and is painful to the touch. The physician will not be back to the office until next week; therefore, the office worker advised the patient to contact her primary healthcare professional to examine the nodule. No further relevant medical information known to the reporter.

Manufacturer narrative:
Additional information for sculptra (lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.